Event description:
It was reported the programmer had complete power failure prior to use. It was also reported the programmer would not power on and the power cord compartment (rear storage drawer) is broken. The programmer and radiofrequency (rf) head were returned for repair. Both products were analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to confirm power issue with programmer, device was powered on over 24 hours without a power failure, as a result the power supply was replaced as a preventative. It was also noted that the tabs were broken on the power cord bay. Concomitant medical products: product ID 229047, analyzer; product ID 2067, radiofrequency head. (B)(4).